Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer¿s pump was delivering insulin despite setting a temporary basal rate. Additionally, it was reported the customer alleged the pump was delivering insulin at a much faster rate than the temporary basal rate that set by the customer. The customer's blood glucose decreased to 54 mg/dl which was addressed with the customer consuming juice. Technical support performed a pump system check and found the pump to be functioning appropriately. The customer reverted to alternate insulin therapy.